Event description:
It reported that during testing at the manufacturer facility the core impaction drill was overheating. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It reported that during testing at the manufacturer facility the core impaction drill was overheating. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Upon visual inspection, the device was found to have internal corrosion, which is the probable cause of the reported event. This was a stryker loaner handpiece, so the device was repaired and placed back in to stryker stock.